Event description:
It was reported that 10 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plates were found contaminated with bacterial colonies while unpacking them. The following information was provided by the initial reporter, translated from japanese: "this is a report about contamination of the media. According to the customer¿s report, bacterial colonies were found on the surface of the media upon unpacking."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, the bd ds headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material #: 251239. Lot/batch #: 2024421. Bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for contamination was observed. Additionally, retention samples from bd inventory were reviewed and no contamination was found. This complaint has been confirmed for contamination based on the photo provided. No issue was found in retains and no trend identified. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 10 bd bbl¿ trypticase¿ soy agar with 5% sheep blood (tsa ii) plates were found contaminated with bacterial colonies while unpacking them. The following information was provided by the initial reporter, translated from japanese: "this is a report about contamination of the media. According to the customer¿s report, bacterial colonies were found on the surface of the media upon unpacking."